Event description:
It was reported that the device indicated elective replacement (eri), and had "high threshold". The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) device was analyzed and found to have normal battery depletion.